Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline age characteristic is 68 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿the fourth generation of the cryoballoon for pulmonary vein isolation in atrial fibrillation: initial feasibility results, procedural characteristics, and the safety profile.¿ europace. March 2019. Poster session 1 ¿ abstract p1043. Https://doi.org/10.1093/europace/euz095. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation catheter: there were two (2) patients who experienced phrenic nerve palsy (pnp); one of which resolved "immediately," and one persisted until discharge. There was also one (1) patient who experienced inflammation syndrome and was treated ¿conservatively.¿ the status/location of the cryoballoon catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Event description:
Additional information was obtained through follow up with the author. The author reported that the information was previously sent.

Manufacturer narrative:
This information is based on the subsequent follow up information obtained. All information provided is included in this report. Upon investigation, it was discovered that the information in this article was previously reported in a timely manner and is represented in the regulatory report number 300264830-2019-00298. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.